Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 449 mg/dl and a bolus via the pump was delivered to address the bg level. The cause of the high bg was not reported. A pump system check was performed and no device issues were identified. The infusion set did not appear to be compromised. Tandem technical support advised the customer to change out the pump supplies as the labeled change time (72 hours) for novolog may have passed.